Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge rapidly depleted from 95% to 30% battery life. There was no impact to the customer's blood glucose (bg) level. Customer indicated that injections were available for back up therapy.